Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed indicating oversensing associated with the right ventricular (rv) lead. The criteria for the rv lead integrity alert were met, and pacing impedance was beyond the expected upper range. There was oversensing due to electromagnetic interference/noise, and due to non-physiologic signals/sensing integrity counter. Analysis indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy when their right ventricular (rv) lead displayed oversensing, noise. A lead fracture is suspected, and revision procedure has been scheduled for the lead to be capped/abandoned and replaced. No further patient complications have been reported as a result of this event.